Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the sales representative that she received a phone call from the physician stating he has a "patient that is dissatisfied with his penile implant and is having troubles with operating his pump. I do not have the patients details but I have passed along our patient liaison's contact information as well as cc'ed her on this email. I am hoping that she can help him troubleshoot operating the device to figure out if it is him that is having difficulty or if it is indeed a device malfunction. This patient has had a previous penile implant done in the past and had pump issues and had that device revised, therefore this is his second device that is implanted and he is still having difficulty with the pump." Additional information received states no intervention is required yet.